Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was questioned by the laboratory staff and was not reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument, resulting lower on both. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call, verified dispense volumes, and calibrated probes. During troubleshooting, it was discovered that the customer does not centrifuge patient samples according to tube vendor specifications. The cause of the discordant troponin result is unknown. The cause of patient sample tubes being centrifuged outside of tube vendor specifications is a failure to follow instructions. This instrument is performing according to specifications. No further evaluation of the device is required.